Manufacturer narrative:
Section b3: date of event is estimated. The event of wet tap was reported to abbott. The patient underwent a trial and experienced a wet tap. Patient has a headache but is stable. Laying down and caffeine was encouraged. No further intervention planned. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced a cerebrospinal fluid (csf) leak. In turn, patient had a headache and was encouraged to take caffeine pills and lay down. Patient is stable.